Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.